Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1517mg/dl. It was stated that the customer was sick, throwing up, and dehydrated by the time he went to the doctor's office. It was stated that the customer was given a shot for nausea. It was stated that the customer did not receive relief and was taken to the emergency room. Troubleshooting was performed. It was stated that the customer was able to rewind and prime. Ran a fixed prime and high pressure test and they passed. The programming and bolus history were correct. It stated that his glucose level was not measured and appeared that the customer was making up the blood glucose number. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.